Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit chip, designator u2 had become corrupt and caused the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle and displayed a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.